Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The receiver is perpetual rebooting. The receiver download failed due to perpetual rebooting. Unable to perform functional tests due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.